Event description:
A doctor contacted baxter (B)(4) regarding a leak at the connection site of the transfer set. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation, but not yet be received. A follow up MDR will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint is not confirmed and the cause was not identified because evaluation of the returned sample did not duplicate the alleged issue through visual, leak clear passage and clamp function testing.